Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6)2024explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-may-2026, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they were having trouble with their device. Patient stated that they have it up to 7.0 and they were not feeling anything. Agent reviewed with the patient that it could be normal to not feel the stimulation and that their body will just start getting used to it. Agent asked the patient if their symptoms were the same as before the implant and patient said that they still have to pee a lot which was normal but they need to feel it. Patient mentioned that they had an accident and the nurse told them to call manufacturer to see if they could fix it from their end. Patient stated that they were still having a lot of accidents and the therapy was not working. Also, patient mentioned that at one moment the therapy did work, but it stopped working a couple of weeks ago. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to the field for further assistance. Additional information was received from a healthcare professional on 2024-nov-05.and then on 2024-nov-12 it was reported that the cause of the patient not feeling anything was unknown. The healthcare provider stated a mdt representative was going to contact the patient for more information. Issue has not yet been resolved.. On 2024-nov-26, additional information was received and the mdt representative stated that the cause seems to be due to poor lead placeent. As for actions taken, they are trying different programs for now and issue has not yet resolved